Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Jet-isr: loss of aspiration was reported. A 2.4mm jetstream® xc atherectomy catheter was selected for use in a 42 cm long chronic totally occluded (cto) in stent restenosis located in the superficial femoral artery (sfa). The device was prepped and introduced over a long bare wire with a non bsc filter. Five minutes in to active aspiration, it slowed and then the device lost aspiration totally. The device was removed and replaced with another jetstream catheter. A 6 x 300 pta catheter was used after with no issues. The procedure was completed without issues and great final results. Micro debris was noted in the filter and on the wire following the filter removal. No patient complications or distal embolization noted on the final angiogram.

Manufacturer narrative:
(B)(4).

Event description:
Jet-isr. Loss of aspiration was reported. A 2.4mm jetstream xc atherectomy catheter was selected for use in a 42 cm long chronic totally occluded (cto) in stent restenosis located in the superficial femoral artery (sfa). The device was prepped and introduced over a long bare wire with a non bsc filter. Five minutes into active aspiration, it slowed and then the device lost aspiration totally. The device was removed and replaced with another jetstream catheter. A 6 x 300 pta catheter was used after with no issues. The procedure was completed without issues and great final results. Micro debris was noted in the filter and on the wire following the filter removal. No patient complications or distal embolization noted on the final angiogram.